Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the constrained liner pulled out of the trident and needed revision surgery. The customer has queried whether the locking mechanism is working. Update 24/may/2019: as reported by surgeon: "...may be my fault for not seating - although I checked carefully".